Event description:
(B)(4), hip to hip extreme pelvic pain, insides feel like they are coming out after im done urinating, I have a blood clot in a very serious vain that goes to our heart and lungs, take xarelto 20 mg daily, on cancer type pain pills and haven't been diagnosed with any type of actual illness, since 2013 I went from (B)(6), horrible menstrual cramps and tons of blood clot filled periods, migraines, shingles 8 times last breakout was just two weeks ago, tons of hair loss hand fulls daily, light headed, hot/ cold flashes, rashes on my head- head has been itching for a month dr says nothing he can do for it. Intercourse at times is unbearable for me, (B)(6) and feel close to 90, extreme fatigue, puke almost everyday.